Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and required maintenance. The field service engineer (fse) was informed by customer support center (csc) via teams' message that customer resolved the issue. Further, the fse verified the device was online in remote support service (rss). The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating and maintenance required. User tried to reboot and recover but issue persisted. Station offline in remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.